Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2008. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; anal pain; rectal pain; thigh pain; inability to have intercourse; difficulties with bowel motions; recurrent incontinence; psychiatric injury surgical interventions: on (B)(6) 2013 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: recurrent vaginal prolapse and vault prolapse - laparoscopic sacroscopy. On (B)(6) 2017 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: recurrent vaginal prolapse. Nonsurgical treatments: the patient was treated with pain medication: panadol for the treatment of: pelvic pain/back pain. Treatment duration: just when needed. The patient was treated with other medication (please specify): antibiotics for the treatment of: recurrent infections. Treatment duration: on and off for a long time. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training). The patient was treated with topical treatment (including oestrogen cream): vaginal inserts / pessaries for the treatment of: infections/dryness. Treatment duration: a few years.